Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer pen was not working as required, the stylus seemed over-responsive to the display and made unwanted screen selections, it was also confirmed that the stylus was unable to be calibrated. As a result the stylus was replaced and calibrated to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer pen is not working, could not be calibrated. The programmer was returned for repair. There was no patient involvement.